Event description:
Reportedly, the patient went to the emergencies for discomfort and shock on (B)(6) 2017. The patient has also a heart mate. On the ECG, ventricular fibrillation (vf) was noted but patient was conscious and shouted at each shock. The doctor put a magnet on the ICD and shocked the patient which restored the normal rhythm (device paced the patient). Patient is stimulus dependent. At the device interrogation several error messages were displayed ([27] the device was reinitialized 1 time since the beginning of life, [a26] reset occurred on: (B)(6) 2017, [a24] excessive charge time, (B)(6) 2017. Defibrillation system potentially ineffective. [A39] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.). Patient was admitted in the intensive care unit, intubated and ventilated. Patient care recommendations were provided on (B)(6) 2017 to reinterrogate the device and perform a charge time test. Physician decided to explant the device on (B)(6) 2017. It will be returned for analysis.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the patient went to the emergencies for discomfort and shock on (B)(6) 2017. The patient has also a heart mate. On the ECG, ventricular fibrillation (vf) was noted but patient was conscious and shouted at each shock. The doctor put a magnet on the ICD and shocked the patient which restored the normal rhythm (device paced the patient). Patient is stimulus dependent. At the device interrogation several error messages were displayed ([27] the device was reinitialized 1 time since the beginning of life, [a26] reset occurred on: (B)(6) 2017, [a24] excessive charge time, (B)(6) 2017. Defibrillation system potentially ineffective. [A39] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.). Patient was admitted in the intensive care unit, intubated and ventilated. Patient care recommenations were provided on (B)(6) 2017 to reinterrogate the device and perform a charge time test. Physician decided to explant the device on (B)(6) 2017. It will be returned for analysis.

Manufacturer narrative:
Adverse event: modified. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the returned device revealed an issue at a diode level.

Event description:
Reportedly, the patient went to the emergencies for discomfort and shock on (B)(6) 2017. The patient has also a heart mate. On the ECG, ventricular fibrillation (vf) was noted but patient was conscious and shouted at each shock. The doctor put a magnet on the ICD and shocked the patient which restored the normal rhythm (device paced the patient). Patient is stimulus dependent. At the device interrogation several error messages were displayed ([27] the device was reinitialized 1 time since the beginning of life, [a26] reset occurred on: (B)(6) 2017, [a24] excessive charge time, (B)(6) 2017. Defibrillation system potentially ineffective. [A39] technical issue on (B)(6) 2017. Defibrillation system potentially ineffective. Contact sorin.). Patient was admitted in the intensive care unit, intubated and ventilated. Patient care recommendations were provided on (B)(6) 2017 to reinterrogate the device and perform a charge time test. Physician decided to explant the device on (B)(6) 2017. It will be returned for analysis.